Event description:
The cord started on fire. Pt and the staff are unharmed. Biomedical engineering checked machine with no apparent problem found. On 9/19/00, stateside distributor received notification via letter from a user facility pertaining to an event with a jarit medical device. The hosp reported a device malfunction with a laparoscopic monopolar cable. There was no pt or personnel injury. Jarit surgical instruments (j. Jamner surgical instruments) is an initial distributor of medical devices. As such, co has completed section f of form 3500a. Regarding the reporting of this event, the hosp had determined this to be a non-reportable event, and did not initiate a medwatch report. After reviewing the regulations, distributor concluded to submit this report as a cautionary measure. After frequent and repeated unsuccessful attempts to obtain info for the medwatch report from the hosp, sections b, d, and e have been completed with the info at hand. In accordance with FDA procedures, copies of a completed form 3500a have been forwarded to the MFR of this device, bowa-electronic gmbh, nehrener strasse 4-6, postfach 70/plz 72807, d-72810 gomaringen, germany. The MFR will complete the applicable sections of the form 3500a and forward all copies to FDA.